Event description:
The customer reported a malfunction with their loaner pump after wearing it through a full-body scanner at the airport. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed the malfunction code and fault ID but determined they were not resettable. A replacement pump was offered, but the customer declined, choosing instead to return the loaner pump upon receiving their new one and use manual insulin injections in the meantime. No further action from technical support was required.